Event description:
It was reported that the patient was hospitalized with severe low blood glucose levels, caused by an allergic reaction to antibiotics. It was stated that the patient fell, and cracked the insulin pump due to the reaction. The patient was aware that the low blood glucose was caused by the reaction to the medicine. However, due to the damage, advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.